Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer sent back the insulin pump for analysis. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test, due to protruded and loose drive support disk. Motor passed motor rest. Insulin pump rewind properly. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.